Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old, female patient the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device met all functional specifications. No critical errors were observed in the device activity log. The clinical log showed at the time of the event two analysis were performed which both resulted in a "no shock advised" determination. Investigation is being closed as device meets specification. Analysis for reports of this type has not identified an increase in trend.